Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the received tfna nail is broken into two pieces at the shaft head, just at the guiding hole where the blade is passing. Otherwise no other significant damages were found besides of slight scratches and impression marks. All features related to the reported complaint condition were reviewed and no other issues were identified. The complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This findings let us exclude a manufacturing related issue. Based on the provided information we assume that during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot : manufacturing location: monument manufacturing date: 08-nov-2018, expiration date: 01-nov-2028, part number: 04.037.014s, 10mm/125 deg ti cann tfna 235mm/right ¿ sterile, lot number: h772617 (sterile), component parts reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna, bp55, lot number: 1l48292, part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h613119, part number: 04.037.912.3, tfna lock drive, bp58, lot number: h760449, part number: 21127, timoagri16.00, bp80, lot number: h742466. Certified test report received from perryman company dated 03-aug-2018 was reviewed and determined to be conforming. Lot summary report dated 20-sep-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020, one year after the initial procedure, the fracture had not healed and the tfna nail broke. The nail was removed and replaced with another tfna screw. No further information provided. Concomitant device reported: tfna screw (part # 04.038.195s, lot # h845715, quantity 1), tfna end cap (part # 04.038.005s, lot # 1l96346, quantity 1), locking screw (part # 04.005.524, lot # 1l38726, quantity 1). This report is for one (1) 10mm/125 deg ti cann tfna 235mm/right - sterile. This is report 1 of 1 for (B)(4).